Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the master tool manipulator to resolve the issue. The system was tested and verified as ready for use. Failure analysis was conducted but could not replicate the reported complaint. A visual inspection was performed and no damages were found. The unit was placed on the in-house system and passed; no errors were triggered. The unit was then placed on sftp to perform fitness tests and a 1-hour sine cycle. During testing, the unit failed on the following, which were unrelated to the field complaint: verify encoder calibration: wp, wy, ro, and grip failed performed recalibrations, re-executed the test, and passed. Gravity balance test post sine cycle: sh failed performed recalibrations, re-executed the test, and passed. 1-hour sine cycle passed. After investigations, failure analysis identified the following components as the root cause of missing node errors experienced during field operation: slip ring, rotor constraint, o-ring, and lower frame.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, 41081 errors occurred at power up. The site power cycled the system, but the error persisted. Log review indicated the issue was related to the left master tool manipulator (mtm). The left mtm was inspected and no obstructions or apparent damage were found. The system was then power cycled again and the breaker at the rear of the console was cycled, but the system continued to fault with an option to disable the left mtm. There was no report of patient involvement or reported injury.